Event description:
While performing onsite service, a philips field service engineer (fse) noted that the battery in compartment b was not being recognized by the device. No patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 3 and 4 were found bent/damaged.

Event description:
While performing onsite service, a philips field service engineer (fse) noted that the battery in compartment b was not being recognized by the device. No patient involvement.